Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no adverse impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.